Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue of no power. The unit was tested for power with new batteries three times at five minute intervals and it powered up each time without any intermittency observed. The unit passes all functional tests. However, there is some battery leakage residue on a flat contact. (B)(4).

Event description:
Customer reported the unit will not power on. Batteries have been replaced with a new supply and there is no physical damage to the outside of the alarm. Customer did not provide a date when discovered. No pt incident or injury was reported.